Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomaly was found. The cause of the extended charge time could not be determined.

Event description:
It was reported that extended charge time was observed. The capacitor maintenance interval was reprogrammed and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted and replaced. The patient tolerated the procedure well.

Event description:
New information received notes that the device exhibited an alert stating that the capacitor charge time limit was reached. It was recommended that the device be replaced.